Event description:
On (B)(6) 2018, a customer from (B)(6) made biomérieux aware of a new lot of vidas® troponin I ultra (ref 30448, lot 1006431280) that had obtained false positive results for three patients. The customer did not provide specific results for these patients. The customer made no claim of delayed results or patient harm for this lot. Biomérieux collected data from the customer's vidas 3 instrument, and on (B)(6) 2018, biomérieux had a summary of the false positive results for the customer's patients. Of the summary, three patients were shown to have delayed results of greater than one hour. There were no reports of incorrect treatment, patient harm, or adverse events due to the discrepant results. The samples and results are as follows: (B)(6). To be noted, the customer's sample preparation steps include centrifuging for one (1) min at 12000g instead of following the who recommendations (for plasma, at least 15 minutes at 2000 to 3000 g and for serum, at least 10 min at a minimum speed of 1500g). An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer from taiwan made biomérieux aware of a new lot of vidas® troponin I ultra (ref 30448, lot 1006431280) that had obtained false positive results for three patients. The customer made no claim of delayed results or patient harm. Biomérieux investigation was conducted. Evaluation of complaint records for this lot indicated no other similar complaint registered. Evaluation of the manufacturing batch records was performed. No CAPA, no non conformity linked to the customer's issue. No anomaly during the manufacturing, control and packaging processes. Review of control charts showed four (4) internal seras with six (6) lots including customer's batch. All results are within expected specifications, customer's lot in the trend of the other lots. Investigational testing was performed. Repeatability test was performed on blood donor (efs pool) samples with vidas tniu retain kit batch 1006431280 / 190329-0 . All results are < 0.01 g/l and in accordance with their expected specifications. No outlier observed, the customer anomaly was no reproduced. The investigation concluded that the performance of vidas tniu batch 1006431280 (exp. 29mar2019) is within specifications. Package insert extract: "interpretation of test results should be made taking into consideration the patient's history, and the results of any other tests performed."